Event description:
During a coronary drug eluting stentint treatment procedure, a stent emobolization and stent damage occured. The pt presented with thrombosis in the severely calcified obtuse marginal (om) artery. The lesion was 90% stenosed. A percusurge was used to remove the clot. The taxus express2 3.5 x 20 mm drug eluting stent was being used to treat the 90% stenosed lesion in the distal om via saphenous vein graft. During the inital attempt, the stent dislodged from the stent delivery system. The stent remained with the cathter and on the wire and everything was removed together. It was noticed that a strut of the stent was bent. The procedure was completed with a liberte stent. No pt complications occured.